Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported a bent lead tip that occurred during a procedure. The consumer underwent a bilateral stage 1 deep brain stimulation (dbs) implant. The lead was inspected by the representative prior to handing over to the theatre staff and the tip appeared to be bent (visible through the sterile plastic case). The representative informed the surgeon, who inspected the tip out of the plastic packaging. The surgeon confirmed the tip was bent and requested another lead. A new lead was provided and the case proceeded without issue. The issue was noted as resolved. No symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. It was determined that eval code conclusion no longer applies as eval code conclusion was determined to be more applicable.

Manufacturer narrative:
The stimulation lead's distal end was bent out of the box.. Upon review of the analysis results, it was determined that eval code-result no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.